Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie pockets in drawer failed and showed off bus errors. As per part investigation, it was determined that the failed cubies were caused by crossed continuity in the retractor assembly and physical damage to the pyxibus cable. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿medstation es station failed cubies¿ was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported replacing a worn retractor band and a pyxibus cable with damaged shielding. Foil shards were removed from the row boards. The device tested successfully in diagnostics and in the application. During dchu visual inspection: p/n 353844 01: was received with copper strands in contact with adjacent copper strands. P/n 120547 01: was received with physical damage. During dchu testing p/n 353844 01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 120547 01: the testing from dchu was not necessarily due to the physical damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of ¿medstation es station failed cubies¿ was due to crossed continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. The damaged ¿assy cbl pyxibus 6 drawer¿ (p/n 120547 01) which had physical damage on the cover of the wire.